Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported recurrent gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient suffered recurrent gastrointestinal bleeds requiring numerous transfusions. The patient was discharged and then readmitted again with gastrointestinal bleeding and then discharged off all anticoagulation on (B)(6). No further information was provided.